Manufacturer narrative:
This follow-up report is being filed to record the date the complaint device was received. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the metal clip in front of electrode is fallen down in the shoulder during the op. The procedure was completed with same like product with 120 minute delay.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation results: the device was received and evaluated. Visual inspection revealed the metal tip was dislodged and missing from the device. The tip was not returned with the complaint device. Visual inspection of the suction tube revealed saline residue and procedural debris. The distal plastic end of the suction tube was revealed to be scratched in bent inwards, indicating excessive force when handling. The distal end of the suction tube also had tissue debris remaining inside as well. The electrode was not tested to avoid further damage to the tip. Due to the nature of the missing metal tip and the reported suction failure this device will be returned to the supplier for further investigation. Visual observation revealed active tip missing. The active suction tube was also found to be eroded during use. It is the belief of the technical authority that the missing section of the active tip eroded away and would not be deposited in the patient joint space. Electrical and functional tests of the device were not completed due to the extent of the damage. It appears the suction tube has eroded at the juncture between itself and the active tip. The supplier opened a CAPA to address the failure. The potential root cause for this CAPA was identified as a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and c) misuse, (e.g. Extended activation or overloading of mechanical forces). However, the root cause for this incident cannot be precisely determined with the provided evidence. The CAPA has been closed due to a number of process improvements and design changes. The new design for the active suction tube was proposed with a wider weld bridge, raised side walls around the suction port and a smaller suction port length, all to improve the mechanical robustness of the active suction tube design and tip retaining function. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. The supplier's investigation found the occurrence rate of this failure with the new design to be lower than that of the old design. Therefore at this time no additional corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.